Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a revision of total femur. The patient also had a total knee and a total hip which fractured and was revised with long stem prosthesis years ago. No original surgery dates or operative reports were available. Sales rep unable to get the product codes or lot numbers on most of the implants.

Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.